Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer did not believe she was receiving insulin from the insulin pump. The customer's blood glucose was 350 mg/dl. The customer removed the infusion set and found that the infusion set was occluded. The customer stated that the issue did not result in a serious injury or hospitalization. Advised customer to change the infusion set as soon as possible. Advised customer to monitor blood glucose levels. Advised customer to call back if the issue continued after the infusion set change in order to troubleshoot the problem. Nothing further reported.